Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's presented in the emergency room due to alarm tones from their device. Upon interrogation, it was noted that the patient's right ventricular (rv) lead had lead integrity alert (lia) triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic) counts. As well, there was noise and possible fracture. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava and the right ventricular defibrillation coil defibrillation cable developed a fracture due to flexing while in vivo. The outer and the inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted visual inspection of the lead indicated the lead completely fractured at distance 22 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed.

Event description:
It was reported that the patient is a participant in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.